Event description:
The initial reporter complained of a discrepant high result for 1 patient sample, tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) on a cobas 6000 c501 module. The initial result from the c501 module was 7.6%. On (B)(6) 2026, the patient was tested at a different laboratory using the high-performance liquid chromatography (hplc) method, and the hba1c result was 5.3%. On (B)(6) 2026, the patient complained about the initial result. The customer repeated the original sample on both of their c501 modules, with results of 5.3%.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. Calibration and qc were acceptable; therefore, a general reagent issue was excluded. The customer noted that the cuvettes were wet. Instrument performance checks failed, and the reaction cells were overflowing. The field service engineer (fse) adjusted the cell rinse unit, verified the vacuum path and drying performance, and confirmed the sample probe functionality. Instrument performance testing was acceptable. The investigation determined the event was due to overflowing cuvettes, due to inadequate cuvette drying and/or cell rinse adjustment.